Manufacturer narrative:
Novocure's medical opinion is that the event was attributable to the patient's immunosuppressed state resulting from chemotherapy at the time of the infection and not related to optune gio. An engineer's review of the device logfile within the specified date range of the event indicated that the device was operating as expected. Temperatures were within the anticipated ranges, and no performance issues were identified. Contributing risk factors for this patient include the concomitant use of lomustine (which carries a black box warning for myelosuppression, as outlined in the lomustine prescribing information), as well as pembrolizumab (which can contribute to skin irritation, with rash, itching, and skin blistering or peeling being common adverse reactions, as noted in the pembrolizumab prescribing information). Herpes zoster is an expected event with optune gio device use (ef-11 0% and 4% ef-14 optune arm). Herpes zoster (shingles) is related to the reactivation of the varicella-zoster virus and commonly presents in older age or in the setting of immunosuppression, such as diagnosis of cancer with a history of prior radiation, chemotherapy, or steroid use. There is no prior clinical evidence from clinical studies or postmarket surveillance that ttfields reactivates the varicella-zoster virus. The nasopharyngitis, accompanied by a secondary cough, was not classified as serious and not considered related to device use. Additional device serial #: (B)(6) additional note: manufacturing date of (B)(6) is december 6, 2016.

Event description:
A 39-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient reported experiencing significant pain, which disrupted his sleep the previous night. Upon removal of the transducer arrays, he noted the appearance of sores in the left parietal region, corresponding to the location of his surgical resection scar (last surgical resection (B)(6) 2024). Additionally, he observed a viscous film on his scalp. At this time, the patient also had nasopharyngitis and was taking guaifenesin/pseudoephedrine for mucus and cough relief. On (B)(6) 2025, the patient expressed that the arrays were causing considerable pain. He described experiencing intense, burning pain and a pins-and-needles sensation in the left side of his head when excited. The patient reported relief after an 8-hour break from optune gio therapy the previous day, but the pain intensified upon resuming therapy. This sensation persisted even when not undergoing therapy, with the patient attributing increased sensitivity to the prior radiation and surgery site. He also suspected that the dry, warm weather in his environment may have exacerbated the symptoms. Furthermore, the patient had been feeling unwell from earlier immunotherapy (t-cell treatment) and was advised by his healthcare provider (hcp) to temporarily discontinue therapy for 3-4 days. However, the patient intended to take only one day off before resuming therapy. On march 04, 2025, the patient informed novocure that he had developed shingles, which led to a breakdown of skin on his scalp, described as melting and missing skin. During the herpes zoster infection, the patient experienced swelling and intense, pulsating pain in his head, which he likened to a strong pulse of electricity. The patient indicated that he would eventually require skin grafts, necessitating time off therapy. On (B)(6) 2025, the patient reiterated that the shingles on the left side of his head were causing extreme pain. He believed he had contracted shingles on (B)(6) 2025. One provided image depicted vesicular lesions progressing to eschar with moderate erythema on the back left side of his head, while the second image showed healing vesicular lesions with reduced erythema. The healthcare provider reported on (B)(6)2025, that the patient was traveling when the episode occurred. Initially, scalp redness was noted, followed by pain, prompting a visit to the emergency department (ed) where shingles was diagnosed. The hcp planned for the patient to resume therapy once the shingles and scalp lesions had healed. Surgical intervention was not deemed necessary at that time. Per the prescriber, the likely cause of the event was the patient's immunocompromised status due to chemotherapy, compounded by the environmental heat and moisture from travel. However, the prescriber noted that optune gio may also be a contributing factor to the event. Notably, the patient had not experienced disease progression.